Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd q-syte luer access split septums experienced leakage. The following information was provided by the initial reporter: three q-syte joints were found to leak during puncture.

Event description:
It was reported that 3 bd q-syte luer access split septums experienced leakage. The following information was provided by the initial reporter: three q-syte joints were found to leak during puncture.

Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and three photos. Initial visual inspection of the returned sample did not find any damage to the unit. The unit was tested for leakage in both the actuated and unactuated positions. The unit did not leak in the unactuated position. A bead of liquid formed in the actuated position but as the bead did not drop it was not considered a leak. Upon microscopic inspection of the bottom disk, a half circle aperture was noted toward the outer rim of the disk. This type of damage is known to cause leakage; therefore, the reported defect was confirmed. Based on the location of the damage, the defect was most likely linked to the manufacturing process. Damage to the septum may occur during the manufacturing process due to misalignment or a damaged part. Quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.